Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lowering of the colon, the device was not able to fire. The surgeon was able to press the green button. There was no patient injury.